Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a knee surgery, t2 was already deployed in the joint space when t1 was being deployed. T1 was no left secured in the patient. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h6. One 72202467 fast-fix 360 straight needle delivery system device used for treatment, was not returned for evaluation. Due to product unavailability, evaluation was limited. If additional information becomes available, the complaint may be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Instruction for use contains precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting triggering deployment ring during removal from packaging. 2) use inconsistent with instructions for use recommendations. 3) inadvertent twisting or bending of the delivery needle. 4) incomplete needle penetration through meniscus. 5) difficulty with reaching the desired tissue location. 6) entanglement with other instruments or devices. 7) inadequate tissue conditions. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.